Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: adverse events complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced one episode of vaginal bleeding, dyspareunia, stress urinary incontinence, decreased libido, biopsy of vaginal lesions, fibroepithelial polyp, swelling to bilateral lower extremities, tight and a sensation like a "guitar string" in vagina during intercourse, husband stated it felt like a cheese slicer and no longer having intercourse secondary to pain, urgency, urge incontinence, urinary frequency, nocturia, leg/groin pain, foreign body in vulva and vagina, chronic pain in right and left thigh, genital prolapse, hypermobile bladder neck, vaginal erosion from transvaginal tape, dysuria, vaginal pain, mesh exposure, urethral scarring, scar tissue and cystocele dissection, infected mesh, and urine leakage. She has required surgical and non-surgical interventions.